Event description:
Customer tested 21.5 mmol/l (13:56) and 5.3 mmol/l (14:05) on mobile system 1, and result of 18.7 mmol/l (14:09) on mobile system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Conclusions: device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. The customer did not indicate which lot number produced which discrepant result. This medwatch report is for the suspect device used in system 1 (lot number 278195, expiration date 03/31/2014). (B)(6).